Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not close around cystic duct and artery when device was fired. A second clip applier was opened and the first 5-6 clips were fired, but again, clips would not close around cystic duct or artery. These clips were removed and more clips were fired from same second device and clips were applied as intended. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m91u2t. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported.